Event description:
Major basin pack opened on back field for case. First count noted incorrect ray-tec count from major basin pack. 9 out of 10 ray-tec counted twice prior to start of case. Ray-tecs removed from room. Major basin pack insert obtained.